Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started, since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000122831 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. 2. Trend review: in the last 12 months, 28th may 2020 to 28th may 2021, the occurrence rate is found to be approximately (B)(4). There¿s no similar complaint reported for this reported lot 3000122831. 3. Device not returned although more than 3 gfes have been made. 4. Root cause evaluation, as the device was not returned for evaluation, the reported failure "knob difficult/ unable to tighten-arm does not lock" can't be confirmed and the root cause can't be confirmed. Complaint historical data has been reviewed, the failure "knob difficult/ unable to tighten-arm does not lock" has happened before and has been investigated. The most probable root cause for the "knob difficult/ unable to tighten-arm does not lock" would cause by the acme nut lead in thread broken during rotating the knob , since the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, the knob could not be tighten, and link arm could not be tightened. The acme nut lead in thread broken could be that rotating the knob anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer z. Inability to regulate the handle. The handle stopped working and became isolated: the affected device was replaced by another unit during the intervention. No results for patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using acrobat-I stabilizer z. Inability to regulate the mango. The handle stopped working and became isolated: the affected device was replaced by another unit during the intervention.